Manufacturer narrative:
Additional information: d1, d4( model, catalogue, lot, expiration date, UDI), h4, h6(update codes), and h11. H4: the lot was manufactured between september 11-16, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) unspecified elastomeric devices over-infused; the devices finished approximately 4-6 hours earlier than the expected 23 hour infusion time. This was observed during patient infusion via a peripherally inserted central catheter (PICC) line. The devices contained flucloxacillin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the events occurred on november 30, 2025 and december 4, 2025. Should additional relevant information become available, a supplemental report will be submitted.